Event description:
The pt reported that he had experienced withdrawal. He had acute pain and sweating. No pump alarms had been heard. The pt went to 3 different emergency rooms for assistance. The pt eventually saw his hcp who did a dye study and rotor study (dates not reported). It was determined that the pump was not dispensing drug, "the catheter access port was dry", and the pump reservoir was full. The pt stated the pump was replaced a few days ago, and he now felt therapeutic effect; his pain had been alleviated. He still had some shaking from the withdrawal he had experienced before the replacement. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates morphine. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
.